Event description:
The tha was performed for right hip of the female patient about 20 years ago. Because the surgery was performed a long time ago, there was no operation record at that time and no one know the detail of the implanted products other than they were stryker products. On (B)(6) 2024, revision surgery was performed due to cup dislocation. In the revision surgery, the cup and the head were replaced while the stem was reused without removal. Confirmed product information was only that the cup was microstructured cup and the head was morse taper type 20mm+0. Information could not be obtained regarding either catalog number or lot number of the removed products. Note: this pi was opened for the revision surgery due to cup dislocation and pi was opened for surgical delay during the revision surgery due to mischoice of the head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.